Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the comb was bent and the device would not mesh skin. The skin that was meshed was cadaver skin. On (B)(6) 2017, it was clarified that the issue occurred on (B)(6)2017 during the meshing procedure. The item was used multiple items and it was not discovered upon the first ever use, it was discovered after numerous uses. A different mesher was used for the remainder of the tissue. The blade was properly placed and the dermacarrier was at room temperature when used. The device has been repaired by someone other than zimmer biomet. Another device was used to complete the surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the device won't ratchet and had a worn drive gear and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the calibration check and test mesh could not be taken due to the damaged comb. The roller and gear on the device were visibly damaged and the gear and collars on the cutter were visibly damaged. The 1.5:1 ratio cutter, serial number (B)(4) had the collars and gear replaced and still produced an incomplete test mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, damaged hardware, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the comb was bent and the device would not mesh skin¿ was confirmed since during initial inspection the comb was damaged. The roller, gear and collars on the cutter were also damaged. The reported event was confirmed since during initial inspection the comb was damaged. The roller, gear and collars on the cutter were also damaged. The root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with the replaced roller, worn bushings, worn side plates, damaged comb, damaged hardware, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the damaged comb was replaced.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the comb was bent and the device would not mesh skin. The harvested graft was not useable; however, this took place during a cadaver lab procedure. No patient involvement. No adverse events have been reported as a result of the malfunction.